Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 4.0 inr on the coaguchek xs system while a comparison lab returned as 2.4 inr. The patient's coumadin dose was decreased from 1.5 mg to 1 mg based on the meter result. No adverse event reported. Requested return of suspect system and replacement was sent.